Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) stopped articulating properly. When removing the instrument to evaluate in the field, it was observed that the steel cable had broken. As the procedure was at its end, the clamp was not replaced in the field. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.